Event description:
A trocar was passed through the skin and subq tissue and then met with resistance. Trocar was removed and sheath was cracked. A small fragment was found in the subq tissue and removed.